Event description:
Customer alleged having an allergic reaction, itchiness and swelling, to the flexlink/ultraflex cannula. The patient was hospitalized, and the doctors said that the reaction might have been due to a food, but the patient says it is the cannula fault. Patient did not want to provide information about treatment. A request was made for the return of the device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.